Event description:
Oxygen blender began alarming, discovered blender incorrectly connected, pt getting 100% oxygen instead of 21% that blender was set at. The oxygen base was connected to the bottom outlet instead of oxygen inlet.